Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp for mechanical circulatory support. The impella cp placement was aborted due to the patient having a small vessel for insertion per the medical doctor. The decision was made to abort the procedure and pursue transfer to other facility.

Manufacturer narrative:
No product was returned for investigation. Delivery issue: the cause of delivery issue is determined to be patient condition because the vessels are too small for insertion and unable to pass through vasculature. Device with sn: (B)(6) passed all post sterile inspection checks.